Event description:
A report was received that the patient's lead was discovered to be fractured as confirmed through fluoroscopy and was nonfunctional. The patient will undergo a revision procedure to remove the fractured lead.

Event description:
A report was received that the patient's lead was discovered to be fractured as confirmed through fluoroscopy and was nonfunctional. The patient will undergo a revision procedure to remove the fractured lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-70, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 70cm.